Event description:
Unomedical reference number (B)(4). On (B)(6) 2024, it was reported by the patient that patches were not adhered on the abdomen due to heavy sweating. No further information was available.